Event description:
(B)(4). Event occurred in the united states. The patient's mother reported that, while doing nothing, her daughter's infusion set's tubing was detached near the reservoir and infusion set attachment. The site was at the abdomen and she wore the pump band on abdomen. The infusion was used for less than five minutes. The infusions were stored in a closet in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation, connector tests were performed on the returned set and it was found that the tubing was separated from the tubing connector due to missing glue as it was not properly applied between tubing and tubing connector and a drop of glue was also placed outside of tubing connector.. No further information available.